Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that they were having troubles with the way the controller was working. Pt stated that the rep told them to call for a replacement. Pt stated that they reset the controller, but some days the controller wouldn't work at all. Patient services (pss) clarified with the pt and pt stated that when they unlocked the controller, the controller would come up with some weird description/display or the controller would come up with try charging but it wouldn't let them charge. Pt stated that they would get a message that was something like mb04 (this was understood to be rm 04). Pt stated that other times the controller would come up blank. Pt stated that other times the controller would go to a foreign language. Pt stated that they called twice and talked to someone who walked them through getting the controller language back to english. Pt stated that other times they would pick up the controller and the controller wouldn't even come on. Pt stated that some days the controller would kind of work. Pss had the pt remove the battery pack from the controller and connect the ac power supply to the controller; pt confirmed that the controller powered on. Pt noted that the battery was tough to get out of the controller. Pss had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Pss had the pt unlock the controller; no device found appeared. Pss reviewed screen meaning with the pt. Pss asked the pt if the ins was charged; pt stated that the ins had a charge the last time they could get the controller to work so it had been a day or so. Pss had the pt disconnect the controller from the ac power supply, connect the recharger to the controller, and place the recharger over the ins site to initiate an ins recharging session. Pt saw the normal recharging screen with the controller battery at 50% and the ins battery in the red zone with recharging excellent indicated. The equipment was working as intended during the call. Pss advised the pt to monitor the equipment/ins recharging and call ps back if the issues persisted. Additional information was received from the patient. Pt called back repeating issues in this case. Pt said they were trying to charge the implant after the call yesterday, but kept getting rm04. Pt said their issues would happen all the time, not just while charging the implant. No new information. Pt called back because they needed assistance pairing the replacement controller from this case to their implanted neurostimulator (ins). Patient services specialist (pss) helped the pt pair their controller to their ins.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) h3: analysis of the 97745 patient programmer (ptm) (serial number (B)(6)) revealed broken connector supports and a cracked front case. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.